Event description:
Reference number (B)(4). Event occurred in the united states. This emdr is being submitted for unknown number of quantites. It was reported that patient faced infusion sets cannula kinked events on (B)(6) 2024 and (B)(6) 2025. The event occurred within three hours after insertion. The insertion site was abdomen. The blood glucose level was high and the patient was treated with correction bolus via multiple daily injection (mdi). The patient replaced infusion sets and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly no further information available

Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-03418. Correction: this MDR is being submitted to correct the submitted brand name under d1, part decription under d2a, model number, serial nuber, primary unique device identifier (UDI) number under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated for the malfunction code soft cannula found kinked upon removal from infusion site. The lot 6003167 in question was manufactured at the reynosa site. Complaint investigations: the reference samples for lot 6003167 were previously tested in complaint (B)(4) on 28/feb/2024. Test results: visual test on reference samples, 10 samples out 10 samples passed the test. Flow test on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the lot 6003167 was manufactured according to the wi version 106 and manufactured in the line 3, on 08/sep/2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 26/mar/2025 against malfunction code soft cannula found kinked upon removal from infusion site and lot 6003167 and no other complaint have been registered in database for the same lot 6003167 and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no other complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.